Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a lack of effect. The last time she felt stimulation was 6 months earlier when the therapy amplitude was increased to 9.0 volts. There was no accident or incident associated with the complaint. The implantable neurostimulator had been moved 'to restore a pulse generator.' It was moved to the patient's waistline. The current position of the neurostimulator was quite uncomfortable. The patient was seen in clinic. Implantable neurostimulator interrogation revealed that the 4 left-sided electrodes were 'out.' The right electrodes appeared to be working. Therapy was reprogrammed using the unaffected electrodes, which seemed to help the right-sided symptoms. The hcp was unable to detect a break in the left sided system. It was also reported that 'wires have broken.' The hcp discussed trialing and possibly placing 1 or 2 more percutaneous leads and a new implantable neurostimulator to resolve the issues. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.